Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram confirmed oversensing on the ventricular channel. Holes in the seal plugs were noted. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited oversensing with pacing inhibition. No asystole was noted as a result of the pacing inhibition. An invasive procedure was performed to replace the lead. This device was explanted and replaced at that time. No adverse patient effects were reported.